Event description:
A customer contacted beckman coulter inc. (Bci) stating that the fluid was leaking from the creatinine module (crem) reaction cup in the synchron lx20 pro clinical analyzer. Customer was unable to determine the source of the leak. No injury or operator exposure was reported for this event.

Manufacturer narrative:
Customer technical support (cts) assisted the customer in removing covers and cleaning up liquid. Cts had the customer verify module cup function under prime; no leaking observed. Customer also reported to cts that the cc sample mixer was bent. Cts assisted the customer in replacing the paddle. Customer performed qc and no further problems detected. No service request was generated as the issue was resolved through troubleshooting with cts. (B)(4).